Event description:
It was reported the right ventricular (rv) lead exhibited rising pacing impedance over time. Prior to (B)(6) 2013 the pacing impedance was around 500 ohms. In (B)(6) 2013 the impedance was at 1024 ohms and in (b)(64) 2013 the impedance was 2032 ohms. The lead also exhibited high impedance. A possible fracture was suspected. The rv lead remains in use and replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID d164vwc implantable cardioverter defibrillator, implanted: (B)(6) 2007.(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. It was further reported that the lead was capped and replaced.